Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "no alarm." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone on the high or low volume settings. This was due to the piezo alarm assembly.